Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and unable to perform any tests due to the motion sensor test failure alarm. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and had a low blood glucose event. The customer¿s spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer's spouse also reported that customer had a low blood glucose of 39 mg/dl and was treated with food. Customer's spouse declined low blood glucose troubleshooting. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.